Manufacturer narrative:
(B)(4).

Event description:
It was reported there was unacceptable thresholds on a patient's rv lead. The asymptomatic patient was brought into the clinic for a device evaluation to monitor elevated lead impedance and capture threshold.